Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms#: 617147. A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. Physical condition of the device showed all cases are in excellent condition. Customer's reported issue was duplicated. The root cause of the reported issue was determined to have been design related. Actions taken to mitigate the reported issue: replaced dowel pin and plunger head mount. Performed all functional tests which passed.

Event description:
It was reported that plunger issues have occurred. No patient injury reported.